Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-06-10 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: this is a report about bent needle of syringe. According to the customer's report, when removing the shield, the hcp noticed that needle was bent. A sample returned exhibited a needle hub separation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-14. H6: investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 0167556. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure hub-needle/shield assembly separated from the barrel. Root cause is user related. The cannula bent during use of the product by the customer. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: this is a report about bent needle of syringe. According to the customer's report, when removing the shield, the hcp noticed that needle was bent. A sample returned exhibited a needle hub separation.